Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The flex coupler was found to move freely on the shaft due to a broken screw set. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device was making a rattling noise. The case was completed with no adverse patient consequences.